Manufacturer narrative:
The customer¿s report of fluid remaining when the infusion completed was not confirmed. The pcu event log shows that at 10:44 pm on 20 december 2016 a remote IV order was received by the device to infuse a vtbi of 1045ml at 17 ml/hr. At 3:54 am on 21 december 2016 a delay for 30 minutes was programmed. The log does not show an alarm for infusion complete however at 4:24 am the device alarmed for callback before infusion. The callback was not attended to and the infusion was not restarted until after approximately 1 hour and 20 minutes. The infusion then continued until the device was channeled off at 6:35 am. The volume recorded as being infused during this period was 914.566ml. The root cause of the fluid remaining when the infusion completed was not identified but may be related to the 30 minute programmed delay and the subsequent additional delay in responding to the callback before alarm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the device alarmed for infusion complete however it had only infused 864 ml of the 1045 ml vtbi that was programmed. The pre-hydration fluids were set up as a primary infusion of ¿d5w + 10k +40 sodium bicarb @170 mls/hour.¿ no closed system components were used. The alarm was not noticed for a significant length of time because the patient was in an isolation room, the alarm could not be heard at the nursing station, and the patient and parent were asleep and did not alert the staff. It is thought that the patient did not receive IV fluids for approximately 2 hours. Pharmacy was notified in order to provide additional hydration orders prior to a scheduled methotrexate administration. There was no report of any patient harm and no further details were provided.